Manufacturer narrative:
Non-warranty unit being serviced by customer.

Event description:
The biomedical engineer reported the ventilator log history indicated a 24/12 volt failure had occurred during operation. The customer reported no patient harm. When a 24/12 volt failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The biomedical engineer replaced the power supply to correct the finding.